Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. The IFU list cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer's investigation is complete.

Event description:
Additional information reported that the patient experienced sustained ventricular tachycardia/ventricular fibrillation (vt/vf). The patient also reportedly experienced malaise during the event. It was noted that the patient had a history of arrhythmia prior to lvas implant, but it was unknown if the arrhythmia in this event was device or therapy related.

Event description:
It was reported that the patient developed sustained ventricular arrhythmia on (B)(6) 2023 which required direct-current cardioversion or defibrillation. On (B)(6) 2023 the patient was readmitted for arrhythmia and treated with counter-shock. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.